Event description:
It was reported that during equipment testing conducted at the user facility the device would not stop running immediately when the user let go of the foot pedal. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during equipment testing conducted at the user facility the device would not stop running immediately when the user let go of the foot pedal. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.